Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device not giving them an alert occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.